Event description:
A (B)(6) male pt contacted zoll customer support to report that his battery charger was not recognizing his battery packs. The pt was issued a replacement battery charger/modem.

Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (battery charger problem) has been confirmed. Upon investigation, contamination was discovered on the charger/modem's battery board, bedside board and ca board. This prevented the monitor from recognizing a battery pack. The root cause for the contamination could not be positively identified but was likely ingress of an unk liquid. No adverse event resulted from the contaminated battery board. The pt received a replacement battery charger/modem.